Event description:
The customer reported that the ECG alarm did not sound on the intellivue mx800 patient monitor on (B)(6) 2020 at 19:00 for the patient in bed (B)(6). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.